Manufacturer narrative:
(B)(4). Evaluation, results: hematoma, diseased vessels; lack of information, unk cause of hematoma. Conclusions: diseased vessels; lack of information, unk cause of hematoma.

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a fusiform thoracic aneurysm in zones 3 and 4 with a maximum diameter of 65 mm and a length of 100 mm. The thoracic aortic had no thrombus. The access arteries had mild calcification and mild tortuosity. The common iliac vein was densely adhered to the common iliac artery due to likely atherosclerotic inflammation prior to stent graft implantation. It was reported that an investigational thoracic stent graft was successfully deployed, followed by a talent xcelerant stent graft, and modeled with a reliant balloon. Completion angiography revealed good apposition of the stent graft, no evidence of an endoleak, and a pt celiac artery. It was reported that the following day, the CT scan revealed a retroperitoneal hematoma extending to the pelvis. The hematoma was evacuated successfully. No additional clinical sequelae were reported and the pt is fine.